Event description:
I have used poligrip from approx (B)(6) 1997 until current. While using poligrip, I began experiencing numbness and tingling in my extremities, as well as loss of balance. In approx (B)(6) 2006, I was diagnosed with neuropathy. Blood tests taken at that time showed I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Frequency: 4 - 5 times daily, route: oral.